Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04580. It was reported that pacemaker dependent patient was feeling pre-syncopal and dizzy. Merlin.net transmission revealed noise causing inhibition of pacing. When the patient presented in clinic, right ventricular (rv) oversensing episodes were observed. The oversensing was unable to be reproduced with isometric exercises. The rv lead was capped and replaced on (B)(6) 2019. During the procedure, the device was prophylactically explanted and replaced due to advisory. The patient was stable before, during, and post procedure.